Manufacturer narrative:
Additionally, the customer provided the main lamp indicator was all lighted up and pass 500 hours and he had already changed the main lamp. Yet, when the main lamp is now working with the spare lamp indicator light is still blinking with the lamp life meter is unable to reset by pressing the reset button. The was advised to toggle on the rear lamp button to manual with the power off, then recycle the power on however the customer was unsuccessful in resetting the lamp life meter. The suspect device was returned to olympus for evaluation, upon inspection it was found with a charred fuse components on ac inlet of power supply, a worn out scope socket connector, igniter and iris cable need to be upgraded, and a non-olympus spare lamp burned out with the lamp life is expired reading over five hundred (+500) hours. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus a flashing spare lamp indicator and the lamp meter will not reset with their evis exera ii xenon light source device. It was also reported the main lamp flickers on and off. This event occurred during preparation for use in an unspecified procedure. The procedure was completed using a similar device with no further sequelae. There was no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: d8. The device history record was unable to be reviewed for this device since it has been over 15 years since the device was manufactured. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the spare lamp indication is flashing and charred fuse components were confirmed. The phenomenon seems to have occurred because spare lamp burned out. However, the cause of the burned out spare lamp could not be identified. Other inspection findings were as follows: loose scope socket; non-olympus lamp olympus will continue to monitor field performance for this device.